Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. On (B)(6)2024, detailed analysis of the actual sample revealed that a fractured piece of a combined device from another manufacturer was stuck to the actual sample. Furthermore, it was discovered that the coil of the actual sample had been jumbled, which raises the possibility that the actual sample may have caused damage to a combined deice. Therefore, the judgement of reporting necessity was changed from not reportable to reportable, setting the become aware date as (B)(6) 2024. On the same day, additional information was provided, clarifying the devices being used alongside the actual sample were as follows: ryurei from terumo, and zinrai, aperta nse, and caravel mc from other manufacturers. Appearance inspection (unaided eye and digital microscope): an orange piece possibly derived from a catheter shaft was stuck at approximately 30 mm from the distal end. The part of the coil located near the fractured piece was elongated. The part of the coil located underneath the fractured piece was jumbled. No anomaly was found in the other parts. Based on the fact that the shaft of the ryurei is red, it was concluded that the sticking piece originated from one of the catheters from other manufacturers. However, due to the lack of technical or product information regarding the competitor's products, it was not possible to determine from which specific catheter the fractured piece originated. Dimensional inspection: regarding the dimensions of the actual sample, it was confirmed that the undamaged areas met the factory's control standards. No abnormalities were observed. No anomaly was found in the manufacturing record and the shipping inspection record. No similar event was found in the past complaint file. Our work and inspections performed during manufacturing of the product: ashitaka factory is committed to maintaining the quality of the product through the following work and inspections. After the coil and the niti-core wire fixing process, 100% visual inspection is performed to confirm that there is no deformation such as an elongation of coil (opening in the coil pitch). After the product assembling process, the outer diameter is measured on 100% basis to assure that there is no anomaly in it. In the manufacturing process, tensile strength inspection is performed on a 100% basis to confirm that there is no anomaly in the strength. In the shipping inspection, tensile strength is measured on a sampling basis per product code and lot to confirm that there is no anomaly in the strength. Past simulation test: [elongation of coil]: test method: a test sample was subjected to a tensile load while its distal end was trapped. Test result: an elongation of coil occurred at approx. 30 mm from the distal end. [Jumbling of coil]: test method: a test sample was subjected to a torque load in a clockwise direction while being held in a trapped state. Test result: a jumbling of coil occurred in the stainless-steel coil section. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. The issues in this case were considered to have occurred by the following mechanisms as one of the possibilities; however, since the details of the procedure were unknown, it could not be identified. Please be noted that, if a product has damage similar in extent to the actual sample, it should be reliably detected through 100% visual inspection conducted after the product assembling process. [Elongation of coil]: the distal end of the actual sample was trapped due to some factors, and a tensile load was applied to the actual sample in that trapped state. [Jumbling of coil]: the actual sample was trapped due to some factors, and a torque load was applied to the actual sample in that trapped state. As a result of the external loads applied to the actual sample as described above, the outer diameter of the actual sample increased, leading to the competitor's catheter shaft becoming stuck during subsequent manipulation and ultimately fracturing. However, since we do not have technical information on the competitor's products, it was not possible to clarify the factors that led to the fracture of the competitor's product. Relevant instructions for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper (e.g., the tip is trapped due to vessel spasm or some other cause, or the tip is folded), stop manipulating the guide wire (and the catheter), determine the cause carefully by fluoroscopy and take suitable remedial actions (see fig. 2). Next, remove the guide wire slowly, without turning, and exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the case involved the treatment of a severely calcified lesion in left anterior artery (lad) #6 - #7. Oas and intravascular lithotripsy (ivl) was performed in #7 and #6 respectively. After successfully passing a wire through the main branch, the actual device was used to protect d1. When attempting to insert a balloon, it became caught on the actual device and could not advance. At this stage, the system got disengaged. During reinsertion, the actual device did not pass through caravel mc. It was replaced with a competitor's product and the passage was then successful without any issues. The reported event did not result in patient injury and/or require medical or surgical intervention. The procedure was completed successfully, and the patient was not harmed.